Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that their insulin pump keypad was unresponsive to user inputs and alarming low battery. Customer stated that the buttons are sticking and have tried to troubleshoot by changing the batteries frequently. Customer declined further troubleshooting. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.